Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 2 years post-implant, it was reported that the pt went history indicated low voltage and low speed alarms. The batteries and battery clips were replaced.

Manufacturer narrative:
Usage of the device: the usage of the battery is not known to the MFR as it is not labeled for single use. The MFR is attempting to acquire the batteries and battery clips for analysis. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.